Manufacturer narrative:
Additional information provided: disregard file (the customer stated that the reported product involved (B)(4) is not the correct product involved in the event and the correct set is a non-bd product).

Event description:
It was reported that an intravenous lipids (il) infusion was leaking after a new tubing was hung for a night time fluid change. The tubing was then inspected and traced the set all the way down to the patient's side and the it was dry. It was noted that il was infusing through syringe pump. The tubing was disconnected from the patient and the doctor was notified. The infusion was stopped as the pharmacy does not make intravenous lipids at night. The event occurred in neonatal intensive care unit. There was no patient injury.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics was not provided.

Event description:
It was reported that an intravenous lipids (il) infusion was leaking after a new tubing was hung for a night time fluid change. The tubing was then inspected and traced the set all the way down to the patient's side and the it was dry. It was noted that il was infusing through syringe pump. The tubing was disconnected from the patient and the doctor was notified. The infusion was stopped as the pharmacy does not make intravenous lipids at night. The event occurred in neonatal intensive care unit. There was no patient injury.